Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 85 units. There was no reported impact to the customer's blood glucose level. The customer declined to reload the cartridge during the call with tandem technical support.